Event description:
A malfunction was reported on the pump after it was left in a car, potentially causing a temperature issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was unable to reset the pump and planned to call back for further assistance. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.